Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via gravity. Approx 30 minutes after the delivery was stated, the customer contact reported that the tubing separated from an unspecified clave y-site of the plumset. At that time, the certified registered nurse anesthetist (crna) immediately stopped the delivery. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. No add'l details were provided.

Manufacturer narrative:
One device was received and evaluated. Visual inspection of the sample revealed that tubing arm of the middle integral clave was separated from the clave. This was due to a lack of solvent sealer in the joints between the tubing and the calve. This report represents all the info known by the reporter upon query by hospira personnel.